Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed due to a 35 volt supply reference failure and stopped ventilating the patient. The customer reported the alarm could not be shut off until the battery was disconnected. The device was replaced with another ventilator. There was no patient harm reported.

Manufacturer narrative:
The manufacturer's service technician replaced the power management board to address the reported issue. The device successfully passed performance specification testing.